Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed by tandem technical support (tts) and the occlusion thought to be within the cartridge, however, the issue continued, and the tts determined a pump replacement was necessary. The customer continued to use the pump for insulin therapy until a replacement was delivered. There was no adverse impact to customer¿s blood glucose level.